Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) oversensed noise and detected out-of-range impedance measurements on the right atrial (ra) lead . Boston scientific technical services (ts) noted that the noise and impedance measurements were evidence of a chronic ra lead issue. Ts recommended changing the ra sensitivity and replacing the ra lead. No adverse patient effects were reported. The device remains in service.